Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported being hospitalized due to knee surgery. The customer was not using the insulin pump at the time of hospitalization. The customer was requesting assistance getting back on the insulin pump. The customer reported a no delivery alarm from the insulin pump. The customer also reported that the meter bg was not communicating with the insulin pump. Troubleshooting was done. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer was asked to check her blood glucose levels and reported that she had blood glucose levels of 600 mg/dl. The customer was assisted in programming a bolus. The customer was advised that the meter bg would start communicating once blood glucose levels return to normal. No additional information was provided.